Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the guide sleeve became stuck in the aiming arm and was difficult to remove. It had to be forced out after the case had finished and ended up being damaged as a result. Procedure was completed with no delay. There was no patient consequence. This report is for an unknown aiming arm. This is report 2 of 2 for (B)(4).